Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09767. It was reported that the right atrial lead exhibited lead noise and inappropriate mode switch, and the right ventricular lead exhibited increased capture threshold. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, a partial lead was returned in two pieces. The connector portion was measured to be 12.4 cm. The distal portion was measured to be 42.3 cm/45.0 cm (insulation/ptfe). Visual inspection of the lead did not find any anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.